Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose levels were 442 mg/dl, 427 mg/dl. The customer treated high blood glucose with bolus. Customer declined assistance for high blood glucose level. The insulin pump will not be returned for analysis.